Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked battery tube threads, broken reservoir tube lip, cracked case behind the pump at the corner of the belt clip rails, stained serial number label, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. There was a crack in the case near the back of the pump. The customer¿s blood glucose was 126 mg/dl at the time of the incident. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.